Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and the device weighed 445.32 grams. Visual analysis noted crease fold, red particles in the surface of the shell and wear abrasion. Under microscopic analysis a sharp-edged opening was assessed as an unidentified tear. Additional information: d10, h3, h6.

Event description:
Healthcare professional reported left side "implant removed and implant was ruptured".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant removed and implant was ruptured".